Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery tests. There was no excessive "no delivery" error alarm noted. The unit had minor scratched lcd window and cracked case at display window corner.

Event description:
The customer reported that the insulin pump alarmed no delivery. The insulin pump's lcd screen was discolored and scratched. The customer could not read the insulin pump's screen. Customer's blood glucose level was above 480 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.